Manufacturer narrative:
UDI -- (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate that after implantation, the hakim programmable valve was unable to be programmed. The valve was implanted to the patient via lp-shunt with the settings of 120mm h2o. An MRI was performed, and the surgeon tried to change the setting several times; however, it could not be changed from 3mm. A revision surgery was performed. The surgeon commented that the lumbar compression fracture has been caused by the patient and there was no causal relationship with the complaint device. No further information was provided by the hospital and the product will be returned for evaluation. There is no report of adverse events for the patient or delay in procedure.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at 30mmh2o. The valve was visually inspected; no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was dried. The valve was pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue is not confirmed. No root cause could be determined; as no functional problem was noted with the valve. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.